Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specifications. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter stopped cutting while in the patients eye but the aspiration function worked normally. The vitrectomy cutter was replaced and the procedure was completed without patient injury.

Manufacturer narrative:
Evaluation has been completed. One opened se5425wvb pack from lot w9885 was returned. Visual inspection found the needle was not bent. The port window was in the opened position. There was a small amount of dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris elite system. The cutter had good clean cuts and aspirated as intended. The cutter was not clogged. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Correction: section b2 no adverse event occurred. There were no other outcomes attributed to this event.